Manufacturer narrative:
The essence brush head is an accessory to the essence power toothbrush.

Event description:
Consumer complained about bristles falling out, going down their throat and gagging them.